Event description:
It was reported that the insulin was leaking past the o-rings from the reservoirs. It was started that when the reservoir was changed the customer noticed it was wet. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.